Manufacturer narrative:
The stent remained implanted.

Event description:
The stent was uneventfully placed across the neck of the anterior communicating artery aneurysm. However, as the stent delivery wire (sdw) was being removed, it was caught on the stent. The sdw was difficult to withdraw and some force was applied. After several attempts, the sdw was disengaged from the stent and completely removed from the patient. The next day imaging revealed a small hemorrhage in the suprasellar region and occipital horns of the lateral ventricles. The patient had a headache which was resolved with morphine and percocet (dosage unknown). The patient remained neurologically intact.

Event description:
The stent was uneventfully placed across the neck of the anterior communicating artery aneurysm. However, as the stent delivery wire (sdw) was being removed, it was caught on the stent. The sdw was difficult to withdraw and some force was applied. After several attempts, the sdw was disengaged from the stent and completely removed from the patient. The next day imaging revealed a small hemorrhage in the suprasellar region and occipital horns of the lateral ventricles. The patient had a headache which was resolved with morphine and percocet (dosage unknown). The patient remained neurologically intact.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage and headache are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.